Event description:
Found during routine testing. According to the reporter, the device will not power on with either ac power or battery power. Stated it was working fine and then all of a sudden it went out.

Manufacturer narrative:
The device is being sent to physio-control redmond for evaluation. Physio-control will submit a supplemental report on this event.